Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance. An increase in capture thresholds and low sensing were also observed. The lead was explanted and replaced.